Event description:
It was reported that a cartridge alarm 30 occurred on two separate days. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer independently changed the cartridge before contacting support and successfully resumed insulin therapy, resolving the issue.